Event description:
Staff noticed an odor in or. It was thought to be the autoclave but turned out to be the or light switch box. The control box was hot and foul smelling. It became stronger throughout the case. Light head number 1 was turned off. Surgeons used only light head number 2 at a lower intensity to finish the procedure. A portable light from ER was also used. Fire extinguishers and sterile basins of water and wet diapers were readied in the or. Halls were cleared for evacuation if necessary. Staff kept watch at doorway in case of emergency. Calls were made to biomed engineers. They were unable to fix the problem. Anxco steris tech were called. They were able to come at 1730. As soon as portable light number was turned off. Once the pt was out of the room the anxco rep repaired the frayed wires and declared it safe to use.